Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and also had no delivery alarm. Customer¿s current blood glucose value was 307mg/dl. Blood glucose value when customer was hospitalized was 455mg/dl. Customer reported glucose headache, dehydrated and vomiting all day as symptoms of high blood glucose. The customer was treated with the pump. The customer was wearing the insulin pump during the hospitalization. Customer stated that the drive support cap was flush. Customer couldn¿t troubleshoot high blood glucose since she was not feeling ok. The insulin pump will not be returned for analysis.